Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) was unable to zero pressure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: sg, event site postal code: (B)(6)). It was reported that before the cs300 intra-aortic balloon pump (iabp) was unable to zero pressure. There was no patient injury or harm to the patient. Getinge field service engineer (fse) checked with trainer and balloon, unit tested ok and could not duplicate the issue. Unit returned to the customer.